Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that sheath difficult to cross septum occurred. It was reported that a faradrive sheath was selected for an ablation to treat a paroxysmal atrial fibrillation (afib). During procedure, the access of the left atrium (la) was completed successfully without issue. It was described by the physician that there were issues manipulating the sheath, especially when advancing or pulling back through septum. It was felt texture on the sheath, especially on opposite sides where plastic joined. Original sheath was used and procedure was completed without patient complications. The sheath has been received at boston scientific's post market laboratory where it is awaiting analysis.